Event description:
A malfunction was reported with a pump, displaying malfunction code 16, and the fault ID was noted as available. The impact on the customer's blood glucose level was unknown as the customer declined to answer specific questions. Technical support arranged for a replacement pump to be sent, and the customer was guided on how to place the malfunctioning pump into storage mode before returning it. The customer planned to use multiple daily injections as a backup therapy to ensure the continuity of insulin delivery. The pump was under warranty and was to be returned using a pre-paid label within ten days, with the customer acknowledging the instructions.